Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred.the 100% stenosed target lesion was located in the moderately tourtous and calcified left popliteal artery. The sterling 2.5x120x90 balloon catheter was used for pre dilation. The balloon ruptured on initial inflation at an unknown atm. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).